Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician performed the transeptal crossing with the versa cross connect system and a watchman fxd double curve access system (was). A pigtail catheter was advanced and positioned in the laa. Upon removal of the pigtail catheter from the was double curve sheath, the physician noted a thrombus on the tip of the pigtail. There were no patient complications reported and the 27mm closure device was successfully implanted.